Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6) , and resolved the issue by replacing and calibrating the alinity sample probe (04s51-01) as the previous one was damaged. No additional discrepant result issues have been reported since the part was replaced. The alinity sample probe (04s51-01) was determined to be the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c module and the alinity sample probe (04s51-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c module or the alinity sample probe (04s51-01) was identified.

Event description:
The customer observed a falsely elevated alinity c creatinine result on one patient sample. The sample was normal on the istat. The sample was repeated on another analyzer and the result was lower. The following data was provided: sid (B)(6) initial creatinine result = 6.3 mg/dl. Repeat creatinine result processed on another analyzer = 0.63 mg/dl. Istat result = normal. Customer¿s normal range = 0.5-1.3 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer observed a falsely elevated alinity c creatinine result on one patient sample. The sample was normal on the istat. The sample was repeated on another analyzer and the result was lower. The following data was provided: sid (B)(6) initial creatinine result = 6.3 mg/dl, repeat creatinine result processed on another analyzer = 0.63 mg/dl, istat result = normal. Customer¿s normal range = 0.5-1.3 mg/dl there was no impact to patient management reported.